Event description:
It was reported that the patient experienced pain when inserting cannulas. She had inflammation at the insertion site. She was prescribed fucidine (an antibiotic) by her doctor. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.